Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 27-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced 4 different incidents, which were associated with separate units, involving an unknown total number of patients. This is the first of four reports. Refer to 3011270181-2018-00004 for the second event. Refer to 3011270181-2018-00005 for the third event. Refer to 3011270181-2018-00006 for the fourth event. It was reported that the stylet of the feeding tube became detached inside the patient's body for two days. The break was confirmed by x-ray. The patient had to undergo surgery in order to remove the stylet. Additional information received on 20-feb-2018 stated that the stylet became damaged inside the patient. The patient was noted to be okay after the surgery was performed. No further information was received.